Manufacturer narrative:
Occurrence date (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor at the beginning of filling with physiological solution. A few milliliters spilled through the filling inlet. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: november 1, 2016 ¿ november 4, 2016. The device was returned containing fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no evidence of leak at the fillport or other parts of the unit. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.